Event description:
It was reported the patient experienced a change in her stimulation after suffering a fall. Lead diagnostics showed multiple high impedances. X-rays have been ordered.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10102. Reference MFR report: 1627487-2015-10103. The scs extensions are being added as devices 2 and 3.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the penta as received passed continuity and stress testing. The complaint for ¿ineffective stimulation¿ was confirmed. The failure was due to broken and detached wires in both extension headers. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified review of x-rays indicated a bend in the lead near the anchor site. The patient underwent surgical intervention where her lead was replaced with a new one. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.